Event description:
It was reported the pt presented to the hosp with chest pain and lost consciousness. An echocardiogram revealed a high gradient and a problem with the anterior cusp. The valve was explanted and was replaced with a 21 mm sjm regent mechanical valve. Additional info has bee requested.